Manufacturer narrative:
(B)(4). Date sent: 1/14/2026. Additional information was requested, and the following was obtained: why did the patient have to stay an extended amount of time in the hospital due to the event? 1-more resection needed, and resection to the lower rectum, need to stay at the hospital for further assessment. Please explain what ¿harshly remove¿ means. 2-by opening the jaw by force. Were the jaws open before or after they were on the tissue? 3-after on the tissue. What was the overall impact of this event on the surgical procedure? 4-extended or time, extended length of stay. Does the surgeon believe that the extended hospital stay was due to the alleged deficiency of the device and if so why? 5-yes, further resection. Please explain what the procedure was? Open or laparoscopic? 6- laparoscopic. Was there any damage or harm to the tissue on which the device was open /closed upon? 7-full thickness tear of the upper rectum.

Event description:
It was reported that during a rectum procedure the doctor informed me that during the surgery, after the stapler was applied, the stapler didn't open and became stuck to the patient's tissues.

Manufacturer narrative:
(B)(4). Date sent 12/18/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: why did the patient have to stay an extended amount of time in the hospital due to the event? Please explain what ¿harshly remove¿ means. Were the jaws open before or after they were on the tissue? What was the overall impact of this event on the surgical procedure? Does the surgeon believe that the extended hospital stay was due to the alleged deficiency of the device and if so why? Please explain what the procedure was? Open or laparoscopic? Was there any damage or harm to the tissue on which the device was open /closed upon? Additional information was requested, and the following was obtained: could you please give more information about the event description? It's not opening and not articulating while it's locked on the tissue are there pictures/videos available for this complaint? No. Consequences: extended hospitalization. Was the device locked on tissue with the jaws closed? Yes. If yes, how was the device removed? Harshly removed. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Used all steps after that manual override. Did the jaws eventually open? Yes. Is the current patient status known? Yes, doing fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Just extended hospital stay. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.